Manufacturer narrative:
Product ID: 3987, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 37083-60, implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported the number one electrode showed "out of range" after device implant, but the device was reprogrammed around the electrode and got "adequate coverage." There was no further information provided. If further information becomes available, a supplemental report will be filed. See mfg report #3004209178-2013-02867 for initial impedance issue.

Manufacturer narrative:
(B)(4).